Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was stimulation in the wrong location. The patient had ¿it¿ put in for her back and it was stimulating her back until she fell a week prior to report. The patient noted that she ¿fell and flipped off of a picnic bench.¿ the symptoms occurred following a fall. The patient was feeling stimulation going from her knees to her foot/toes. The patient could only get stimulation from the knees down. Stimulation was no longer in the patient¿s back. It was supposed to help with pain in the back. Actions and diagnostic testing required as a result the event included impedance testing, x-rays and reprogramming. However, reprogramming was not successful. Impedances checked fine except for contact 15 which was high. The patient was being sent for x-rays. The issue was not resolved. The cause of issue was not determined. The event occurred during normal use. It was reported that there were no symptoms or complications associated with the event. The product status of the implantable neurostimulator (ins) and leads was implanted and remains in service. The patient stated she had seen the healthcare professional (hcp) the week prior to report about her knee. The patient¿s status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had their follow-up appointment on (B)(6) and was receiving effective therapy. No further follow-up was needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient had stimulation in the wrong location. Impedance testing, x-rays and reprogramming were performed. The actions required an explant and replacement. The left lead migrated down several spaces and stimulation was unable to get higher than knee in left leg. The leads were revised. There were no battery issues, both leads replaced and replaced battery for MRI capability.